Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that all cubies of drawer failed. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed. A field service engineer (fse) identified that the drawer 4.1 pockets were not on bus. So, the fse released and reseated cubie pockets, then reseated the row board cables, then reseated the retractor band cables and recovered the storage spaces, then verified operation through diagnostic testing. The system functioned as intended after the field service engineer repaired the device.